Event description:
It was reported that the right ventricular (rv) lead migrated, causing a cardiac perforation and subsequent pericardial effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix fully retracted and outer insulation breached extrinsically with blood ingression. The amount of blood ingression along the length of the lead led to the conclusion that the cut occurred at implant. (B)(4)